Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. The customer's blood glucose level was 179 mg/dl. The customer reloaded the cartridge successfully, and reported an inaccurate fill estimate. Reportedly, the cartridge had been filled with approximately 200 units of insulin. However, it was unknown how much insulin had been delivered during this time. The customer delivered a bolus, and received an accurate fill estimate.